Event description:
It was reported that revision surgery was performed due to pain, which was first reported (B)(6) 2012. Right hip pain radiating to the groin, buttock, thigh and back reported. Clunking sensation, reduced mobility and walking distance reported. Metallosis reportedly noted during revision. The cup and stem were not loose.